Manufacturer narrative:
Concomitant medical products: folic acid, cvs senna-c plus, norvasc, aspirin, effient, proair hfa, methotrexate, miralax, humira, crestor, lisinopril, oxycodone, hydroxyzine. Prednisone, lyrica, oxycontin, furosemide, polyethylene glycol, ra acid reducer, voltaren, nitrostat, ketoconazole, mirtazapine, cymbalta, bactrim, acyclovir.

Event description:
The patient and a healthcare provider reported that they had been weaning off pain medications but they were in a car accident in 2012 and after the accident they needed to stay on the pain medications and later increase them. The effects of the car accident were pain all the way across their back and the pain medications weren't helping. The patient had constant pain described as sharp and burning that averaged around 7 out of 10. The pain had increased substantially after the car accident. The pain was from their right to left low back and into the hips. The pain was present without provocation and was aggravated with walking, standing, bending, and weight bearing. The pain was eased with lying down or sitting. After the accident they also developed shoulder pain. They also had pain in the right knee at 9 out of 10 and difficulty walking so they used a cane to ambulate. They were going to have physical therapy for the knee pain and to strengthen their quadriceps. They were unable to stand for more than 10 minutes, could not lift 5 pounds, and they could not sit for more than 20 minutes. They had joint pain, joint swelling, muscle cramps, arthritis, and leg pain. They had undergone epidural injections which had not reduced the patient's pain. The patient had been depressed and stressed out since then due to other issues. At a clinic visit on (B)(6) 2016 the patient also had chills, sweats, blurry vision, constipation, urinary frequency, muscle cramps, muscle weakness, stiffness, restless legs, and dyspnea upon exertion. The patient had also experienced infections of various kinds including kidney and yeast and they had colds and rheumatoid arthritis. The patient noted that they would take antibiotics to address the issues. The pain had worsened and felt like how an infection felt. They also had peripheral edema. The patient was considering an explant. The patient was implanted for chronic low back pain. Other relevant medical history included neuropathy, chronic back pain, low back pain syndrome, postlaminectomy syndrome in the lumbar region, and degenerative disc disease of the lumbar spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.